Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Initial observation of the returned device shows the tip deformed and fractured. The tip bends in a way that signifies that something was being loosened. The fracture may have occurred if the self retaining driver was not fully seated within the screw making it more likely to break during tightening and/or loosening; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that during surgery the tip of the creo self-retaining driver shaft was broken and left in the patient.